Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Distal emboli is a known inherent risk of mechanical thrombectomy procedure and is documented in the solitaire instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The event could not be confirmed as the cause could not be definitively determined. Attempts were made to obtain specific details; however, the attempts were unsuccessful. MDR related to this event: 2029214-2016-00844. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that distal emboli was noted in index stroke procedure notes. The first solitaire sfr2 6x20 was used in the m1 of the left middle cerebral artery (mca), after 1 pass the tici did not increase from 0. A second solitaire sfr2 4x40 was used in the left m1 of the mca, after 2 retrievals the tici increased to 2b. After 3 passes with the 2 solitaire devices, the left m1 was recanalized, but the a2 branch was noted to be occluded with distal embolism. A third solitaire sfr2 4x20 was then used in the left anterior communicating artery (aca) for 2 additional passes, which resulting in tici of 3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.